Event description:
It was reported that a person using an ilet system experienced sustained hyperglycemia for approximately four hours, confirmed by a fingerstick blood glucose of 530 mg/dl, and performed an infusion set and supply change without evidence of a bent cannula. Symptoms included hyperglycemia. Outcomes included no reported hospitalization and the user declined a callback. Investigation included troubleshooting and user education conducted by phone. Investigation of this case revealed no device malfunction was identified, and the cause of the hyperglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.